Event description:
It was reported that during a da vinci-assisted prostatectomy radical extraperitoneal without lymphadenectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they were facing an issue with the monopolar instruments. The customer stated that they have tried 2 monopolar curved scissors (mcs) instruments and different cautery cords without any success. The isi tse viewed the system event logs and noticed an error code c-34. The isi tse explained that the integrated electro surgical unit (iesu) needed to be replaced. The customer used another iesu generator. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the integrated electrosurgical unit (iesu) due to error c-34. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. .

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis. The c-34 error was reproduced and confirmed during testing with the iesu. The iesu had no significant scratches or dents. The front bezel was not cracked.